Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Consumer called in due to the insulin pump alarm as soon as the device was received. The customer removed the battery but the alarming continued. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the critical pump error image appeared on the status screen. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.